Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the device cracked during impaction.

Manufacturer narrative:
This report is being amended to reflect changes. The lot number of the replacement impact pad is unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the component is unknown. This device is used for treatment. Three follow-ups were completed in an attempt to gather more information, but it was indicated that no more detail could be provided. The manual orthopaedic surgical instruments states ¿polymer materials have a limited useful life. If polymer surfaces turn ¿chalky,¿ show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced.¿ however, the field age of the device cannot be determined without a lot number, and it is unknown how many times the device has been used. A definitive root cause cannot be determined with the information provided.